Event description:
I was implanted with essure in (B)(6) of 2009 and ever since I have had severe problems. Ranging from what was thought to be fibromyalgia, pain throughout my body, constant migraines, bowel problems, mood changes, non stop vaginal bleeding, constantly tired, mood changes the list goes on. The dr that performed the procedure left (B)(4) shortly after I was implanted, for (B)(4). I went to new obgyn who discovered multiple things, the coils were not where they were supposed to be and I have endometriosis and also nickel allergy, I was never tested for. On (B)(6) at years, I have a hysterectomy.